Manufacturer narrative:
(B)(4). The sample was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). A system error (se) 2240 was identified during a review of a returned homechoice (hc) device with occurrence (B)(4) 2011; there was no report for this alarm called in by the customer. The hc was evaluated and there was no evidence that problems with the hc contributed to the se 2240. A root cause was not determined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A system error (se) 2240 alarm was identified in the log of a returned homechoice device. The event was found during review of the home choice (hc) device on (B)(4). The system error occurred on (B)(6) 2011 during drain 10 of 10. A se 2240 is a non-recoverable alarm that occurs when the device has detected air being drawn continuously into the disposable. It is unknown if this alarm occurred during patient therapy, however no patient injury or medical intervention was reported.